Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer¿s blood glucose level. The customer did not disclose an alternate method insulin therapy.